Manufacturer narrative:
Service has not been requested by the customer at this time. If additional information becomes available a supplemental report will be submitted. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit has the augmentation alarm. At that time the low vacuum message appeared during the call, but only lasted a few seconds before relieving. There was no adverse affect on the pump or patient and they resumed pumping. Virginia called back at 01:26am to report that the low vacuum message has reappeared and has happened 7-8 times in the last hour. It relieves itself, and has had no affect on pumping. They located another pump 1 hour later. There was no adverse patient outcome reported.